Manufacturer narrative:
The comp rep observed that the iabp failed the k6/k7/k8 leak test. The manifold drive and k6a solenoid failed. The comp rep replaced the manifold drive (part no: 0104-00-0018) and the k6a vent valve (0119-00-0170). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The drive manifold replaced was received by the manufacturing facility at (B)(4) and is on eval. A supplemental MDR will be submitted when add'l info becomes available. (B)(4).

Event description:
The customer reported that during a preventive maintenance on the iabp, they observed that the iabp failed the k6/k7/k8 leak test. No pt was involved.